Manufacturer narrative:
Patient information were requested form customer, but no response received.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported

Manufacturer narrative:
Per respiratory therapist ; the therapist was in the room when it happened so they ended up just taking the patient off the machine and didn¿t fill out an hor. So I don¿t have any information on the event other than what the therapist told me. It happened during the first few minutes the patient was on the machine.